Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on how to reset the pump, and the customer successfully completed the sensor session without the error reappearing.